Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer keeps failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pockets were failed. A field service engineer (fse) retrieved the broken cubie pocket from the main full height drawer 3 and auxiliary full height drawer 6. The tray 2 had a failed pocket that was not appearing in the cubie map. A thorough inspection was conducted for medical debris under all trays, and the row board cables were reseated both at the trays and the rear controller board. The drawer became responsive, and the affected pocket required one final ejection from a previous failure. All pockets and trays were confirmed responsive. The open/close testing in hardware test application (hta) mode was performed, and all cabling was verified to be in good working condition. There was no light emitting diodes (leds) or error messages were observed. A rear bumper kit and network plugs were installed to complete the resolution. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter addr 1 - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer keeps failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.